Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead had dislodged after slitting causing high thresholds. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.